Event description:
It was reported that a patient had received inappropriate atp therapy and shocks. Device had misdiagnosed svt for vt and delivered inappropriate therapy. Programming changes were made. Patient is in good condition. Device remains implanted.